Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings of helix distorted/bent, blood in/on helix mechanism and damaged at implant. The analyst commented that the lead was returned with fully extended and damaged/stretched helix. Also that torque transfers properly to the tip when the is-1 pin is rotated.

Event description:
It was reported that at the implant procedure the lead was attempted to be repositioned, but the lead did not move very well. When the lead was removed it was evident that the helix had not retracted and was damaged. The lead was replaced and no patient complications have been reported as a result of this event.